Event description:
According to the reporter, the device intermittently locks up. There was no patient associated with the report.

Manufacturer narrative:
Physio-control replaced the device, and will evaluate it upon return from customer site.